Event description:
The physician attempted to place a 3.0mm x 11.0mm biodivysio stent in the left anterior descending artery. The vessel was 3.0mm in size, 60% stenosed, moderately tortuous and calcified. The vessel was predilated with a 2.5 maverick balloon. A cordis jl4 guiding catheter was used. The stent came off of the stent delivery system in the left main during withdrawal. It was unknown to the reporter whether the stent and stent delivery system were being removed per the IFU as one system or whether they were being pulled into the guiding catheter. A penta 3.0 otw stent was deployed using a 3.0 guidant powersail balloon, in the left main to flatten or pinch the biodivysio stent against the left main arterial wall. Another penta stent was deployed to treat the left anterior descending lesion. There was no report of adverse patient event.